Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to pain and instability. All components were removed and a total knee system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 20 states, "persistent pain."

Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.